Event description:
Surgeon had device in his hands and he reported it "fell apart and he couldn't get it back together". The device was removed from the operative field. It had not touched the patient prior to this event. No harm as a result, event happened prior to patient use. Manufacturer response for surgical, minerva es endometrial ablation system (per site reporter). Will examine upon return of device to them.